Event description:
Information was received that there was slight pistoning of the rod. The rod has been explanted.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned to nuvasive for in-person investigation. Investigation has been conducted using provided the x-ray image. It was noted that the rod has been distracted beyond the mid-point. There were no obvious device-related abnormalities noted. Based on the provided information no objective evidence has been found to indicate a locking pin failure; nothing on the x-ray indicates a pin fracture. The reported failure can not be confirmed. The resolution quality of the provided x-ray is lower quality, therefore, it is difficult to detect reported failure or any additional possible disparities.

Event description:
No additional information has been provided.